Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: the ventricular assist device (vad) hw41152 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced right heart failure during the implant procedure in addition to elevated central venous pressure and creatinine levels. The patient further received inotropic support. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, right ventricular failure and renal dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced right heart failure during the ventricular assist device (vad) implant procedure. The patient's creatinine and central venous pressure were elevated and they received inotropic support for sixteen days after the implant procedure. The vad remains in use. No further patient complications have been reported as a result of this event.